Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly multiple times while connected to a power source over the past month. In addition, the customer reported the pump will stop bolus delivery on its own intermittently. Review of the pump data logs by tandem technical support showed pump history was observed to be missing and the pump indicated a data log corruption (data error alert). The customer's blood glucose (bg) level was 508 (mg/dl) with large ketones. The ketone level was identified by a healthcare provider as dangerous. Reportedly, the customer passed out. A manual injection was delivered by the customer's parent and water was consumed to address ketones. Reportedly, the customer began feeling better after the manual injection was administered. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. The data log corruption was verified in the logs. The shutdown and bolus delivery issues could not be confirmed due to a different issue that was identified (damaged usb pins).